Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level in the 300 range with high levels of ketones. Reportedly, the infusion set tubing had become unscrewed at the luer lock connection. Subsequently, the customer went to the emergency room (ER) for treatment. Intravenous (IV) fluids and injections were administered. Reportedly upon leaving the ER, the customer felt lethargic with a bg level of 200 mg/dl.